Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 01/02/2025: the cracked anchor was retrieved and then re-inserted into the patient. However, the anchor was slightly damaged and had to be trimmed off by a few millimeters at the top layer of the bone to ensure it was flush. The anchor was flush at the end of the repair. No revision surgery was needed, and no case delay was reported. No adverse effects on the patient were reported. This was discovered during a haglunds bone spur removal and achilles repair on (B)(6) 2024.

Event description:
On 12/06/2024, a sales representative via (B)(4) reported that an ar-9928bck-dx bc achilles spdbrg w/ kl dx cc had an issue during use. While threading the anchor into the bone, the anchor cracked on one side, and simultaneously, the driver broke off during use. The cracked anchor caused the driver to thread the anchor further into the bone before the driver itself broke. They retrieved the broken driver from the surgical site without difficulty. A second bc achilles spdbrg was used to successfully complete the procedure as planned. There was no adverse impact on the patient due to the issue. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.